Event description:
It was reported that the device could not be interrogated. It was noted that patient had lvad at time of implant. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was returned for analysis due to a reported telemetry anomaly. The device was tested on the bench and was found to be normal. Telemetry during bench testing was normal. The cause of the field event was due to the lvad that was noted to have been used in the field.